Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the event is related to the implant procedure. However, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note that per the instructions for use, "the delivery system design facilitates gradual, controlled deployment of the valve. The valve is deployed annulus end first from the distal end of the delivery system. If needed, the valve may be re-sheathed and repositioned up to two times, provided the valve has not been fully deployed."

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 6.8mm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient had significant tortuosity in their ascending aorta and aortic arch. They attempted every maneuver to get off the inner curvature and the physician did not wish to switch to a stiffer wire. There were 5 attempts made to deploy the valve and finally the valve was implanted at a depth of 3mm on the non-coronary cusp (ncc) and 9mm on the left coronary cusp (lcc). A new delivery system and valve per the instructions for use (IFU), however the physician did not use that as the patient had wide open aortic insufficiency (ai) following the pre-balloon aortic valvuloplasty (bav). After the navitor deployment, the patient had a junctional rhythm followed by complete heart block (chb). A pacemaker was implanted in the patient and required a prolonged hospital stay for monitoring of rhythm. The patient was reported stable.